Manufacturer narrative:
Qn#(B)(4).

Event description:
The complaint is reported as: the cvc was inserted on (B)(6) 2023. On (B)(6) 2023 at 6 pm, the nurse observed a diffusion with blood clots and at the puncture site it became harder. The cvc did not seem to have moved because the 2 attachment points in proximal were still in place. After tests, we are suspecting a leak on the cvc. The cvc was removed. The insertion site was the "sub clavical". Customer reported during flushing, sodium chloride exited at the puncture site. The patient was reported to be in palliative care, but no complications due to the device. No patient harm or health consequence reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: the cvc was inserted on (B)(6) 2023. On (B)(6) 2023 at 6 pm, the nurse observed a diffusion with blood clots and at the puncture site it became harder. The cvc did not seem to have moved because the 2 attachment points in proximal were still in place. After tests, we are suspecting a leak on the cvc. The cvc was removed. The insertion site was the "sub clavical". Customer reported during flushing, sodium chloride exited at the puncture site. The patient was reported to be in palliative care, but no complications due to the device. No patient harm or health consequence reported.